Event description:
The customer reported the device displays a blinking red "x" and makes a noise when connected to ac power. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.